Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event on the same day as the onset. The patient was treated with injection vancogen (1 gram, intraperitoneally, frequency not reported) amikacin and meropenem (doses, frequencies and routes not reported) for the event. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.